Event description:
It was reported that the right ventricular (rv) lead exhibited episodes of over-sensed noise, resulting in pacing inhibition. On (B)(6) 2024, the lead was capped and replaced. The patient was in stable condition.